Event description:
Pt 1 day s/p total knee replacement. Cpm machine set at parameters of 0 degrees and 60 degrees extension and flextion. Pt found with the machine/knee stuck in total flexion. No injury.